Event description:
A report was received that the patient was experiencing discomfort at the ipg site and the ipg was migrated. The patient was given a pain cream to place over the battery site. The patient was doing well.